Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review.. One unit was returned for evaluation. The unit was returned decontaminated inside a plastic bag without its original package. The sample was visually inspected at a distance of 12 to 24 inches and normal conditions of illumination. No discrepancies or damage was observed in the returned sample. The sample was set for accuracy testing using a pump to look for unusual function. The sample decontaminated received pass the accuracy test , thus the failure mode reported was not confirmed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions were taken.

Event description:
Information was received indicating that while in use of a smiths medical cadd extension set, an audible alarm was noted, and infusion stopped. Subsequently, the cassette was changed. No patient consequences were reported. No adverse effects were reported.